Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a power error detected alarm. Troubleshooting steps were provided for power error detected alarm. Customer reported notification light stop flashing immediately. Customer also reported low battery alarm. Troubleshooting was performed. Customer reported new battery resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.